Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, sensing, impedance and threshold measurements were unstable. The lead was capped and replaced. No anomalies were noted during the replacement procedure. The patient is in stable condition.